Manufacturer narrative:
Device used for treatment and not diagnosis. Product service: additional information. The investigation regarding the manufacturing documents showed conformity to the specifications. No manufacturing related issue was found. No product fault could be detected.

Event description:
This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. PMA 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure, the doctor using the lcp dhs plate system and when the he slid the plate over the shaft of the dhs blade, the lcp dhs plate could not slide. Reportedly the surgeon used another plate and blade. The operation was completed with no further problems. This is 1 of 2 reports for the same event.